Event description:
It was reported the programmer will not load the latest software release. The programmer locked up and will not load software with sdn (software distribution network) or usb (universal serial bus). The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer is extremely slow during software update making it appear to lock up and will not update software. Analysis also found the ECG (electrocardiogram) connector is loose on a printed circuit board assembly. Concomitant medical products: product ID: 2067, rf (radio frequency) head. (B)(4).